Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device reported high pacing impedance and noise was seen on the lead. Patient to be brought in and lead evaluated. Lead remains implanted.